Event description:
The sales associate reported upon final tightening two of the dominos did not function properly, therefore, they were unable to torque the set screw to a cocr rod. The dominos and plugs were removed and new ones were implanted. No adverse effects were reported, however, this resulted in a thirty-five minute surgical delay.

Manufacturer narrative:
It was reported the products were discarded, however they were received for evaluation. A follow up report will be sent upon completion of the device evaluation. (B)(4). See also 2242816-2015-00085 an initial report was submitted as an additional lot number was received.

Manufacturer narrative:
The products were discarded by the hospital, therefore no product is available for evaluation. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.

Manufacturer narrative:
Visual inspection performed by quality engineering of the five (5) returned items 2000-1008 (derotation plug - 5.5) internally referred to as "plugs" verify that the parts show evidence of damage and a loss of functionality. On all plugs there is visible shearing and stripping of the exterior threads. An attempt was made to simulate the function of the plugs using the associated polaris 5.5 system 5.5 x 5.5mm open-open saddle aka "dominoes" and fixed-handle plug starter but the attempt failed due to the aforementioned thread damage. The device history records were reviewed; there were no non-conformances or temporary deviations associated with the manufacture of the plugs. All characteristics inspected upon initial receipt were found conforming to specifications, including the physical dimensions, required markings, and anodized coloring. There are no indications of manufacturing issues which could have contributed to this event. The sheared and damaged threads on the plugs are evidence of cross-threading. Repeated efforts to use the damaged plugs resulted in two (2) dominoes being damaged before the decision was made to replace the dominoes and plugs in their entirety. The root cause is likely attributed to cross-threading and excessive force placed on the plugs during insertion to the part 14-589607 domino, resulting in damaged exterior threads on the plugs. Supplemental report one of three for the same event, reference 2242816-2015-00035-2 and 2242816-2015-00085-1.